Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been provided.

Event description:
The customer observed falsely decreased sodium results generated on alinity c processing module on a patient. Results were not reported to medical provider. The following data was provided: (B)(6) 2026; 73 years male, sid (B)(6); initial result =116 mmol/l, repeat results =128 & 129 mmol/l. Laboratory reference range: 133 - 146 mmol/l. There was no reported impact to patient management.

Event description:
The customer observed falsely decreased sodium results generated on alinity c processing module on a patient. Results were not reported to medical provider. The following data was provided: on (B)(6) 2026; 73 years male, sid (B)(6); initial result =116 mmol/l, repeat results =128 & 129 mmol/l. Laboratory reference range: 133 - 146 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), and replaced the ict pre amp cable. The cable, ict to ict pre amp was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no issues on or around the date this complaint was initiated that may have contributed to the current complaint. A review of trending data associated with the cable, ict to ict pre amp did not identify any trends. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the cable, ict to ict pre amp were identified.